Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the occlusion knob was seized at full occlusion position on the roller pump. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) removed the occlusion knob while seized, re-installed the occlusion knob and guts (functioned normally for a short time. The occlusion knob seized again at 'full" occlusion position. The srt removed the occlusion knob and observed a slight deformity of a slot on the screw adjustment detail of the guts. The srt replaced the screw adjustment and two bearings with new parts. The guts functioned properly at all occlusion positions during functional testing. The device was brought to manufacturer's specifications and returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.